Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on the catheter when inspected. Differing lot numbers. Required intervention was reported. Lot numbers with leaking reported on this patient: 11595437, 1159537, 11554080, 1159537. Ref reports: mw5169933, mw5169934.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.